Event description:
(B)(4). Initial information for this spontaneous case was received from a consumer on (B)(6) 2008: a male consumer was treated with poly-l-lactic acid (sculptra) injection on an unspecified date "a while ago". The injections were done in his forehead. The consumer reported that he developed some lumps at the injection site (forehead). He stated that his physician tried to dissolve the lumps with saline; however, the lumps are still there. Medical history and concomitant medication were not provided. Lot number/expiration date not provided. No further medical information reported. Additional information for sculptra (lot #/expiration date unk) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Additional information received from the consumer via questionnaire on (B)(6) 2008: the consumer provided his height and weight, date of birth, and current age as (B)(6); indication for use of poly-l-lactic acid provided as "facial wasting." On the questionnaire, the consumer listed lidocaine as a possible reconstituting agent and stated that poly-l-lactic acid was injected into his cheeks and forehead. Total volume of poly-l-lactic acid treatment was unk. He indicated that he has 3-4 bumps in his forehead (1/2 inch each). Consumer indicated that he still has "noticeable bumps." Event onset was reported as (B)(6) 2007. Consumer indicated that he consulted a health care professional in person for the event in (B)(6) 2007. He received saline injections for treatment of the event, stated it "didn't help." Event reported as ongoing. Poly-l-lactic acid treatment was not continuing, consumer indicated that the treatment was discontinued because of the event, and that the last dose prior to the start of the event was in (B)(6) 2007, and dose was reported as "1 dose 2 times yr." Dates of treatment reported as (B)(6), however, it was also reported that the poly-l-lactic acid was discontinued in 2007, date unspecified. No tests were done for the event, no biopsy taken. Medical history provided as (B)(6), lipoatrophy, and lipodystrophy. Lot number/expiration date of poly-l-lactic acid as unk. No further medical information reported.